Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call on, that the insulin pump was not delivering insulin. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. Customer noted that since receiving the replacement insulin pump, she noticed some bolus stops. Customer reported receiving high blood glucose levels, but it was corrected by a bolus. Troubleshooting was performed and confirmed the insulin pump had an infusion flow block twice. No further details are noted. The customer was advised a replacement insulin pump will be sent out. The insulin pump will be returned for analysis.